Manufacturer narrative:
The insulin pump was received with display anomaly, problem isolated to lcd board. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and cracked case near display window corners noted.

Event description:
The customer's blood glucose was unknown. It was reported that the customer had a full back screen on their insulin pump. The customer stated that the insulin pump was not exposed to extreme temperatures or direct sunlight for an extended period of time. Advised the customer that they needed a replacement insulin pump as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.